Event description:
A customer reported experiencing an alarm 2 followed by an alarm 26 related to an occlusion event. There was no adverse impact to the customer¿s blood glucose level as readings did not exceed 500 mg/dl, and the cgm did not read "high." To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.